Event description:
Patient sample identification (sid) number (B)(6) was misread as (B)(6) on the advia 2120 with dual aspirate autosampler when sampled in the autosampler mode. The lab did not have any hematology tests ordered for sid (B)(6). There are no known reports of patient intervention or adverse health consequences due to the incorrect sid being associated with the patient sample.

Manufacturer narrative:
A siemens healthcare diagnostics' (siemens) regional application specialist submitted the complaint regarding an erroneous barcode read on the advia 2120 with dual aspirate autosampler. The investigation determined that the cause of the event is due to the customer using codabar barcode symbology without a check digit. As per the advia 2120 on-line help, siemens does not recommend the use of codabar. However, if the customer cannot use any of the recommended barcode symbologies, siemens recommends that they use codabar with the check digit active and with barrier lines on the top and bottom of the barcode symbol. The instrument is performing according to specifications. No further evaluation of this device is required.